Event description:
The valley lab force triad machine was malfunctioning at the beginning of the case. After making an incision, the surgeon started to use the cautery pencil to dissect through the fascia when the pencil just stopped working. After a few seconds it began working again. This happened at least 3 times in the first 2 minutes of using the machine. The machine was inspected. There were no visible error messages. The grounding pad was intact. The charge nurse was notified and she suggested switching out the machines for the duration of the case. We had no problems with the new machine (and we continued to use the previous grounding pad and cautery pencil).